Event description:
The customer reports that a patient sample initially tested positive for troponin on the advia centaur. Later, when the patient was redrawn and tested on a different instrument (advia centaur cp), the results were negative. The customer reviewed the data of other samples that were run that day and found 12 spuriously elevated troponin results that were reported to clinicians and had to be corrected. Two of these 12 patients were scheduled for catheterization procedures. One patient's procedure was cancelled. The cardiologist was notified of the second case prior to the catheterization being performed, and elected to have the procedure performed anyway.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the site and found that the wash 1 bottle went empty and the analyzer did not prompt the operator to replace it. The wash 1 reservoir became depleted, and as a result, sample cuvettes were not adequately washed causing the discrepant sample result. The fse re-calibrated the wash 1 sensor and verified that it was working properly. For MDR reporting purposes this event is considered closed.